Manufacturer narrative:
Date of event was reported as (B)(6) 2016.

Event description:
Information received from the patient reported that they saw their doctor yesterday and it was suggested to call the manufacturer to get the implantable neurostimulator (ins) removed because it was pinching them. Additional information from a consumer reported that patient wanted the device explanted because it was constantly getting pinched in the back where the ins was implanted. The patient noted that the ins started moving around ¿way before¿ the pinching started. No falls or trauma were reported that could be related to the issue. The issue was not related to positional movement. The patient was going to follow up with their healthcare professional (hcp) regarding the issue. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.